Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a very bad fall on (B)(6) 2018 and since then the therapy was not helping bladder symptoms and the patient was having pain in the implant area of the back. The patient was advised to see their healthcare professional (hcp) and to have the hcp page a manufacturer¿s representative if they would like a rep present at time of exam/device check. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient¿s family/friend reported that since the fall, the "bladder stimulator hasn¿t been working, and she had landed on her stimulator when she fell when she was getting out of the shower". They had an appointment scheduled but missed the appointment and wanted to reschedule it. No further complications were reported.

Manufacturer narrative:
Product ID: 3889-33, lot# va0wgknv01, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the rep met with the patient at the healthcare provider¿s office on (B)(6) 2018. Their device was improperly working; an impedance test found that every electrode combination was outside of the acceptable parameters. It was noted that their buttock pain had subsided, and they were scheduled for a replacement on (B)(6) 2018. It was later reported that the removal and replacement procedure for the lead and ins took place on (B)(6) 2018, and the issue was identified. The lead wire was cut in half approximately 15 cm from the tined end. No further patient complications are anticipated or expected as a result of this event.